Event description:
Some coils had already been placed during the procedure. The coil of this complaint was supposed to be last one of the procedure. (Surgeon never conducts pre-check before usage of the coils). Coil could be pushed into the aneurysm approx. 1/3 of its lengths, and then a loop formed which stuck out of the aneurysm. Coil could be pulled back a little bit, so that surgeon assumes that coil was still connected at that time. When coil was pushed back into the aneurysm with appr. ½ of its lengths, a loop was formed again. During the attempt to pull back and reposition the coil, the surgeon observed that the dpu wire moved to proximal, however, the coil did not move. Surgeon assumed that the coil was possibly detached. During procedure, the dpu wire had not been rotated. Surgeon tried to position the coil into the aneurysm as far as possible; however, the end of the coil stuck out and "fluttered" in the blood stream. He therefore decided to place a solitaire stent in front of the aneurysm and press the coil onto the vessel wall. As patient already had several stents in the pelvic floor region, no additional blood thinning drugs were required (patient had already been treated with blood thinning drugs before procedure). A prowler microcatheter was used. Procedure could be finished successfully. Additional information received from the affiliate indicated that the target was right posterior communicating artery. There was no additional medication prescribed and the patient was doing very good post surgery. The coil did not stretch or break. However, connection seems to be broken during pre-deployment test.

Manufacturer narrative:
After placing some coils in the left posterior communicating artery aneurysm the 3 mm x 4 cm deltapaq cerecyte microcoil was intended to be the last coil placed. It was reported that the pre-deployment test was not done per the instructions for use prior to inserting the coil system. Approximately 1/3 of the length of the coil could be pushed into the aneurysm; however, a loop then formed which stuck out of the aneurysm. The coil was able to be pulled back a little bit; therefore, it was assumed that it was still connected to the device positioning unit (dpu) at that time. When coil was pushed back into the aneurysm with approximately ½ of its length, a loop was formed again. During the attempt to pull back and reposition the coil, it was observed that the dpu wire moved proximally; however, the coil did not move. It was assumed that the coil was possibly detached. An attempt to position the coil as far into the aneurysm was made; however, the end of the coil stuck out and "fluttered" in the blood stream. Therefore the decision was made to place a solitaire stent in front of the aneurysm to press the coil into the vessel wall. It was reported that since the patient already had several stents in the pelvic floor region, no additional blood thinning drugs were required (patient had already been treated with blood thinning drugs before procedure). The procedure was successfully completed. An adequate continuous flush had been maintained through the prowler microcatheter (details unknown) and during the procedure the dpu wire had not been rotated. As reported the coil remains implanted. The microcoil system was received with the dpr and sheath separated from each other. The system was returned in pristine condition. Either it was not clinically used or was cleaned/rinsed before being returned. Any trace evidence that may have been complaint related may have been removed prior to being returned. Located proximally and approximately 3mm off the distal tip of the dpu is a kink. The resistive heating coil socket has been pulled distally away from its original position of almost against the resistive heating coil's distal end here it secured the detachment fiber from losing tension. The detachment fiber was mechanically severed. The dpu passed resistance test. As reported, the unintended detachment of the coil occurred during repositioning. Based on the analysis indicating mechanical detachment, the most likely root cause of the unintended detachment was possibly first due to distal interference that required the coils repositioning and secondly it is likely that the coil became anchored during repositioning. During the retraction move with repositioning, in this scenario the anchored coil would mechanically detach. Although no conclusion can be made, possible factors contributing to distal interference leading to mechanical detachment include the coil becoming anchored on the coils already dwelling inside the aneurysm, on itself, on the distal tip of the microcatheter, from a fixed source or detached debris residing inside the inner lumen of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It is further cautioned that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Without the return of or further identification of the prowler microcatheter, it cannot be determined if the compatibility/interaction of devices contributed to the event. It was reported that the pre-deployment test was not done per the instructions for use. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines to verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop prior to insertion in the patient per the steps outlined in the IFU. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It appears that procedural factors including aneurysm characteristics, coil packing/coil sizing and device manipulation may have contributed to the mechanical detachment of the coil during withdrawal. Based on the analysis of the returned delivery system and device history records there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.